Event description:
It was reported by service report that the wrong nurse call cable was ordered. No adverse consequences have been reported.

Manufacturer narrative:
Result: nurse call communication cable. Correct nurse call communication cable has been ordered and will be installed.